Event description:
It was reported episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The noise was able to be reproduced via provocative testing. X-ray imaging was performed but no lead abnormalities could be observed. No intervention was performed at this time. The patient was stable and will continue to be monitored.